Manufacturer narrative:
The customer returned the unit with a complaint stating "failed rotor error test" the power supply was plugged in to ac power, and functioned properly. The unit was run through triage and no errors occurred. The complaint could not be duplicated, no issues were observed during operational testing. The unit is in good cosmetic shape. Units¿ battery is within specification. The unit was received with the most up to date software and was reassembled and ran through auto-test. Unit passed auto-test. Unit has been repaired, tested and recertified. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit failed to alarm for a rotor error during testing. There was no patient involved.